Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-01237. It was reported that the system is not providing adequate relief and that there were high impedance values on multiple lead contacts. Patient was also experiencing a shocking sensation at the ipg pocket site. As a result, surgical intervention took place during which the system was explanted and replaced. Post-operatively, effective therapy was established.

Event description:
Related manufacturer reference numbers: 1627487-2019-01237 and 1627487-2019-03767.